Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose and a no delivery alarm during bolus. Explained that the alarm had mostly likely been caused by a blockage at the insertion site. The customer's blood glucose was 15.1 mmol/l. The customer stated that the cannula was slightly bent. Troubleshooting was done. Advised customer on sensor insertion techniques and scar tissue areas to avoid. Advised that replacement infusion sets would be sent. Nothing further reported.